Manufacturer narrative:
The investigation determined that falsely elevated vitros tropi es results were obtained from a single patient correlation sample tested on two different vitros 3600 systems. Subsequent investigation determined the most likely cause of the event was the presence of heterophilic antibodies in the patient¿s sample that were interfering with the vitros tropi es assay. As detailed in the vitros tropi es instruction for use (IFU), heterophilic antibody interference is a known limitation of the vitros tropi es assay. The issue is isolated to the specific correlation sample in question, and there is no indication the vitros 3600 systems or vitros tropi es reagent lot 2080 malfunctioned.

Event description:
A customer observed falsely elevated vitros tropi es results from a single patient correlation sample tested on two different vitros 3600 systems. Vitros 36000897 results of 0.101 and 0.102 ng/ml vs. The expected result of <0.012 ng/ml. Vitros 36000901 results of 0.094 and 0.105 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The falsely elevated, vitros tropi es results were not reported from the laboratory, as the customer was not using the vitros 3600 system to report troponin I patient sample results and therefore, there was no allegation of actual patient harm as a result of this event. (B)(4).